Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer contacted dexcom technical support on (B)(6) 2011 to suggest that the volume on the dexcom receiver be made adjustable. She indicated that although there doesn't seem to be any issues with the device, both her daughter's and her husband's receivers are hard to hear. She suggested that dexcom make the receiver/alert alarm beep first then vibrate so that it is audible when a patient is sleeping. She further indicated that her friend's daughter has a dexcom cgm system and had a seizure because she was not woken up by her alarm. Dexcom technical support asked for the patient's contact information for follow-up, but the customer did not feel comfortable providing this information. Dexcom requested that the customer ask the patient's mother call technical support to report the event. To date, dexcom has no record of a complaint made by the patient's mother. On (B)(6) 2011 and (B)(6) 2011, dexcom technical support contacted the customer who made the initial report to obtain additional information regarding the seizure event. On both occasions, the customer was unavailable for follow-up.